Event description:
Patients mother reported that they believe that the vns does work for the patient, as the patient previously had the battery run out and had an increase in seizures. Product analysis was performed on the patients previously generator and noted that a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery voltage of the generator revealed and intensified follow-up(ifi) = yes indicator. There were no performance or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.